Event description:
Nihon kohden nmt pod uses proprietary cable sets that are disposable and not reusable with no other option for the operator. This places a burden on the operator from a finical perspective and from a potential supply chain disruption should the disposable product become unavailable.